Event description:
Per the clinic, the patient experienced recurring infections at the abutment site (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported) and topical steroid (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.